Event description:
It was reported that the patient was not getting an adequate pain relief. It was noted that the paddle lead had migrated as confirmed via x-ray. The patient underwent a revision procedure. Additional information was received that the patient underwent a revision procedure wherein the paddle lead was repositioned with an additional split suture sleeve placed. The patient was doing well post-operatively. Nothing was explanted.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was not getting an adequate pain relief. It was noted that the paddle lead had migrated as confirmed via x-ray. The patient underwent a revision procedure.